Manufacturer narrative:
The hillrom technician found the auxiliary power cord needed to be replaced. Per the hillrom service manual the totalcare bariatric bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the auxiliary power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
The hrc service technician found that the power cord cut and brown wires were exposed out and cooper exposed out too. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref # (B)(4).